Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that tissue was removed with alcohol and helix operated within specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the atrial lead implant procedure, the lead tip was unable to retract and placement difficulty occurred. The atrial lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.